Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 23 mg/dl, resulting in a seizure, loss of consciousness, and a coma. The customer was transported via ambulance to the emergency room (ER) and was subsequently hospitalized in the intensive care unit. While in the ambulance, treatment was administered via an unspecified sugar treatment. Once hospitalized, treatment was provided via intravenous saline, and customer was given anti clotting fluids. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. The customer alleged that the pump delivered a 10 unit bolus without user input. Pump data review with tandem technical support indicated that the pump was functioning as intended as the pump screen was successfully unlocked via user interaction, and a user override bolus was requested for 10 units; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer reverted to manual injections for insulin therapy.